Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the hospital due to elevated blood glucose (bg) levels (600 mg/dl), and diabetic ketoacidosis. In addition, customer had strep throat. Reportedly, the customer received multiple occlusion alarms. Customer was treated through intravenous insulin, potassium, and pain medication for strep throat. Customer's bg level lowered to 200 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.